Event description:
It was reported that the outer packaging of the prostyle device was unsealed. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that could contribute to unsealed packaging device include, but are not limited to, damage during transport/shipment, delamination of film layers, or previously opened packaging at the account. In this case, it is possible the inner pouch may have been previously opened by the account at some point and restocked, causing the reported unsealed packaging device; however, based on the information provided and without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.